Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the catalog and lot number were unknown. No root cause could be determined as the complaint could not be confirmed. D1, d4, g2 and g5 are unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4). .

Event description:
It was reported that during use of an uncuffed pediatric tracheostomy tube it broke on the second use. This event occurred in the patient's home. The patient required the tracheostomy tube to be changed. No additional information was available.